Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a battery out limit alarm. The customer reported that the insulin pump was saying bolus delivery but nothing was showing on the screen. The customer's blood glucose was 544 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer was assisted with time and date change. The customer performed self-test and the insulin pump passed. The insulin pump will not be returned for analysis.